Event description:
Aventis case ID: (B)(4). Initial report: this case was reported by a physician and involves a female patient. After having received three times injections with poly-l-lactic acid (sculptra) within intervals of several weeks, she developed lentil-sized, palpable but invisible indurations in area of root of nose and fold of corner of the mouth.